Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in use. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file follow-up report detailing the results of the evaluation once it is completed.